Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using the ruby coil system. During the procedure, a progreat microcatheter was positioned into the sac, facilitating delivery and deployment of the ruby coil(s). Once successfully placed, the physician attempted to detach the ruby coil using the ruby coil detachment handle. The physician stabilized the hypo tube, placed the detachment handle on the proximal end of the hypotube, inserting until the black lines disappeared into the receiving hole. The physician actuated the detachment handle by pulling the thumb slider until the audible click was heard. The physician released the thumb slider, and pulled the detachment handle off the hypotube; however, the coil was not detached. The steps were repeated until the coil finally detached. It was noted that the physician was holding the hypotube with too much pressure, causing detachment issues. All other coils were detached successfully with no reported adverse effect on the patient.